Event description:
It was reported that the patient's device malfunctioned and would not turn off. The device was eventually explanted. It was unclear whether the complaint refered to the patient's first or second interstim device. See MFR. Rep. # 3007566237-2011-09140 and 3007566237-2011-09151 for additional issues with the patient's implants, and patient outcome. Unable to follow-up with contact information provided, no additional information was obtained.